Event description:
It was reported that they were getting two alarms, 02 and 113 (reduced water temperature control) on arctic sun device s/n: (B)(6). They emptied and refilled the pads, and the flow was now 1.0lpm. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31%. Patient temperature 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34c. Discussed how low flow can lead to alarm 113. Suggested continuing to monitor flow rate and to how to troubleshoot should it drop again. Per follow up information received via task on 09sep2025, spoke with nurse who confirmed no further issues and could not confirm what the flow rate had been during the alert 113 because it had happened during the previous shift. Patient completed treatment and device was still being used.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "directions: 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high-pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun¿ temperature management system operators' manual and help screens for detailed instructions on system use. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.0 l/min." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting two alarms, 02 (low flow) and 113 (reduced water temperature control) on arctic sun device s/n (B)(6). They emptied and refilled the pads, and the flow was now 1.0lpm. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31%. Patient temperature 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34c. Discussed how low flow can lead to alarm 113. Suggested continuing to monitor flow rate and to how to troubleshoot should it drop again.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.